Event description:
It was reported that during a flexible ureteroscopic lithotripsy procedure, the fiber fractured. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that there was a fiber body break being held together by the fiber jacket. Therefore, the reported event was confirmed. Microscopic inspection identified that there were burn marks on the connector and the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber.

Event description:
It was reported that during a flexible ureteroscopic lithotripsy procedure, the fiber fractured. The procedure was completed using another fiber. There were no patient complications reported.